Event description:
Litigation alleges the patient suffers from pain and a fracture of the femoral component.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A review of the device history records found no related deviations or anomalies. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The investigation has determined this product code is now inactive/obsolete. Corrective action was not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.